Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that displayed "high" on the continuous glucose monitor. Customer reportedly experienced vision impairment and nausea as a result of high bg. Suspected cause was due to the customer¿s personal profile requiring adjustments. Elevated bg was addressed via manual insulin injection. Customer updated their settings to address the event.